Event description:
It was reported that prior to the operation of 2004 the subject had surgery for adjacent segment degeneration with stenosis and degenerative instability, l2-3. Painful retained lumbar hardware. On (B)(6) 2003 myelogram on her lumbar spine on (B)(6) 2003. This showed thecal sac at the lower limits at l2/3 secondary to broad based disc bulge extending into both foramina right greater than left and hypertrophic changes of the facet joints and ligaments. Narrowed right l2/3 foramen bilateral component, disc bulge, and hypertrophic changes and ligament abutting exiting right l2 nerve root. Fusion l3-5 which appeared to be intact. Lateral disc bulge at l3/4 on the left and l4/5 on the right encroaching on foramina without definite compression on exiting nerve roots at these levels. Osteoarthritis of the apophyseal joints were noted. On (B)(6) 2004 the patient presented with lower back pain and lower left lower extremity pain radiating to the hips and knees. Per the medical records, removal of lumbar hardware, l3 through l5, exploration of l3 through l5 fusion, l2 laminectomy with bilateral l2-3 medial facetectomies and foraminotomies, l2-3 posterolateral fusion l2-3 posterior lumbar interbody fusion, insertion of intervertebral cages, l2-3, posterior instrumentation, l2-3, right posterior iliac crest bone graft harvest, morsellized, autologous. The diagnosis prior to surgery was adjacent segment degeneration with stenosis and degenerative instability, l2-3 and painful retained lumbar hardware. A plain file after surgery noted minimal l3/4 retrolisthesis and moderately severe l3/4 disc space narrowing noted. On (B)(6) 2006 left total knee arthroplasty. On a follow up n (B)(6) 2008 she does have some intermittent pain in her back with prolonged standing, such as washing dishes, and also some left lower extremity symptoms radiating to her small toe, consistent with the sl distribution. On (B)(6) 2006 follow up for arthroscopic rotator cuff repair. On (B)(6) 2006 increasing pain in her "butt bone" area since (B)(6). She points to her bilateral ischial area as the source of her discomfort. Fusions appear solid so we will proceed with a bone scan to assess for stress reaction in the area of her pelvis. Patrick's test is negative suggesting no involvement of the sacroiliac joints. Her l5-s1 facets could be the source. If bone scan is negative we will try to treat her with bilateral l5-s1 facet injections on empiric grounds. On (B)(6) 2007 her arm hurts in her deltoid area. She feels that the shoulder is limited in its motion secondary to weakness as opposed to actual stiffness. She is not having any difficulties on the right side currently. On (B)(6) 2007 the subject returns for follow up of her left shoulder pain. She is doing well without any significant difficulties. She is here for her follow up. She is still having some weakness in her shoulder. The weakness is basically with her overhead activities. She states that otherwise there is no significant weakness. She feels that this is in the deltoid on the side of her arm. She is on tricor, which can cause myositis and myalgia and flu-like symptoms. I discussed with her that she has been on this for a long period of time and she has always had these aches but they seem to be a little bit worse at this time. On (B)(6) 2007 a follow-up of her left shoulder pain. Her pain is basically on the posterior and then directly lateral portion of where her deltoid inserts. It is going into the triceps. She states the shot that she had subacromially really did not help out this pain. Her pain is usually with overhead activity. On (B)(6) 2008 subject underwent x-rays on (B)(6) 2008. These show her l2-3 hardware to be well maintained in excellent position. Fusion appears to be matured nicely. No evidence of acute pathology otherwise noted. On (B)(6) 2009 she presents today for lower back pain. She states it radiates into her right lower extremity down to her heel. It is exacerbated whenever leaning over to wash dishes or standing or ambulating for long periods of time. Sometimes it is relieved by sitting and lying still. She has undergone epidural steroid injections with the pain clinic as referred by her family care practitioner but has seen no relief in her symptoms. X-rays of the lumbar spine show an interbody fusion at l2-3 as well as what appears to be either severely deteriorated or previously fused l3-4 and l4-5 intervals. MRI of the lumbar spine shows a solid-appearing fusion at l2 through l5 with some severe facet degeneration superior and inferior to the level of the fusion at l1-2 and l5-s1, facet degeneration is greater on the left than the right, consistent with her symptoms at the level of l5-s1. Flexion and extension x-rays show no hypermobility or instability. Hardware is still in place at the level of l2-3, however absent at the inferior levels, l3-4 and l4-5, and no continued movement at these levels. On (B)(6) 2010 hardware removal, lumbar spine, exploration of l2-l3 fusion, solid, l1 laminectomy with bilateral ll-l2 medial facetectomies and l1-l2 diskectomy, l1-l2 posterior lumbar interbody fusion, ll-l2 posterolateral fusion, posterior instrumentation l1-l2, insertion of intervertebral cage l1-l2 and use of local bone graft, infuse/mastergraft matrix bone graft material. The preoperative diagnosis was t1-t2 disk herniation with radiculopathy and spinal stenosis, degenerative instability/degenerative disk disease l1-l2 secondary to adjacent segment degeneration and retained hardware at l2-l3 area. A follow up visit on (B)(6) 2010 the subject complained of some mild right shoulder pain in her deltoid but not her subacromial area. This is over the deltoid tuberosity. Radiographs of the lumbar spine show a questionable area of fracture of the superior endplate of l1 adjoining screw but no displacement of this or screw into disk space. Remainder of overall alignment well maintained. On (B)(6) 2010 an office visit noted x-rays show what appear to be some deterioration of the superior endplate of l1, and there is evidence of a fracture in the bone of the superior endplate adjoining the pedicle, which prompted a CT scan. CT scan shows this fracture to look essentially like it did on previous x-ray. There is no evidence of disruption of the l1 super endplate and no kyphosis through the t12-l1 disk as was suggested on last x-rays. On (B)(6) 2010 she is having continued pain in her back and hips. Ap and lateral lumbar x-rays show her implants to be stable, overall alignment well maintained. Irregularities in superior endplate of l1 now smoothed off and remodeled consistent with healing of probable superior end plate fracture. There is persistent kyphosis through her t12-l1 segment however, suggesting a problem with sagittal balance through this area possibly contributing to her pain. On (B)(6) 2010 the subject presents here today with ongoing lower back pain that radiates into her bilateral buttock area and the recent onset of extension into the right groin area. MRI of the lumbar spine does reveal a fracture at l1. It is healing with associated kyphosis of t12, affecting her sagittal balance. There is no blatant stenosis. MRI shows some degenerative change at t12-l1 mostly to the left. Symptoms occur in her abdomen to the right. She has difficulty with back pain and trouble with walking distances to where she has to sit down. She is kyphotic on her x-rays through the area, and I think we will need to extend up 1 or 2 levels above this with some instrumentation and posterolateral fusion as well as an interbody fusion at t12-l1 to try to correct her kyphosis. We will need to perform hardware removal at l1-2 prior to proceeding as part of the procedure. On (B)(6) 2011 a follow up visit the subject complained of her ongoing lower back pain. She continues to experience excruciating lower back pain that prevents her from standing erectly and ambulating without the use of assistance. She has a rolling walker that she uses continuously, stating that she finds it very difficult to stand erect. She also has a myriad of complaints, to include burning, itching, and rash in the abdominal skin folds as well as post-nasal drip, attributable to sinus infection. Her pain in her lower back sometimes radiates down her left lower extremity, producing numbness and tingling on the dorsum of the foot, but this has been improving post surgically. Most of her pain is confined to axial back pain. Lumbar ap and lateral x-rays show an exaggerated kyphosis of t12 and l1. The hardware at the distal fusions appears stable, no acute changes, no additional findings. On (B)(6) 2011 the patient underwent hardware removal, lumbar spine, exploration of lumbar fusion, ponte osteotomy, t12-l1 with closure of osteotomy, t12-l1 posterior lumbar interbody fusion, t12-l1 posterolateral fusion, posterior instrumentation t12 to l2, insertion of intervertebral cage t12-l1, use of local bone graft, infuse/mastergraft matrix bone graft material. A CT lumbar spine after surgery revealed pedicle fractures at fusion site. The preoperative diagnosis was sagittal imbalance secondary to t12-l1 kyphosis, degenerative disk disease from t12-l1, and hardware penetration of t12-l1 disk. On (B)(6) 2011 a follow visit noted that she has excruciating back pain that is constant in nature. She did sustain a fall after her two-week visit and had an increase in back pain with a report that there had been some disruption to the vertebrae. Plain radiograph films of the thoracolumbar area, ap and lateral, do show an increase in kyphosing at t12-l 1, with what appears to be a slight compression of the superior end plate of ll. The cage also appears to have destabilized with some anterior migration. The other levels appear stable with no change in alignment. On (B)(6) 20/11 a follow up visit noted she has progressive kyphosis through the area due to instability of her cage migrating anteriorly and partial hardware cutout. She is aligned recently on the MRI, which is done in the supine position. I think we can probably get her less kyphotic with extending her fusion up to two levels. She may need a cervical MRI if her arm symptoms do not improve. MRI on (B)(6) 2011 multilevel degenerative disc disease. No central canal stenosis. The canal is at its most narrow posterior to the mid t12 level due to bony ridging but there is no conus compression. Suspect probable foraminal stenoses at t12-l1 but the foramina are partly obscured by fusion hardware artifact, fusion and laminectomies t12 1 through the upper lumbar levels. On (B)(6) 2011 hardware removal, lumbar spine, exploration of lumbar fusion, smith-petersen osteotomy at t11-t12, posterolateral fusion /pseudoarthrosis repair t12 to l1, t11, t12, and l1 were decorticated and grafted with copious amounts of iliac crest bone graft, morselized local bone graft and infuse, crosslink device was placed across the construct at the mid portion near at the level of t12 p @@@@@@@ pedicles, posterior instrumentation t10-l2, ..screws and rods, use of right posterior iliac crest bone graft, morselized, autologous. The peroperative diagnosis was probable t12-l1 pseudarthritis with loss of sagittal alignment. On (B)(6) 2011 two months status post osteotomy revision fusion and extension to tio. She presents here today with her daughter and ambulates with the use of a cane. She states that she is feeling a little bit better each day. She does report a new onset of pain that radiates down her right lower extremity into the posterior calf that began after her surgery, but this seems to be settling down some as it is not present as often. Plain radiograph films of the thoracolumbar area, ap and lateral, show the hardware well placed, stable, and in position. There is no change in alignment, no shifting of hardware. On (B)(6) 2011 office visit is four and a half months status post hardware removal of her lumbar spine and exploration of previous fusion as well as osteotomy at t11 and t12 and fusion of t10 through l1, with instrumentation of t10 through 12. She initially did quite well for the first three weeks postoperatively and then had a new onset of pain, which we treated with pain medications as well as steroids. More recently, we have had a CT scan for evaluation of the fusion. However, in speaking with her and reviewing some of her records, it becomes clear that she was not very articulate about where the pain is and the symptoms. The pain is much lower than her surgical site, center and more off to the left side. Additionally, she notes that she has had radicular pain that runs the length of her leg and into the bottom of her foot. This, she says, has been occurring for a number of years. However, the acute back pain is a new finding or a new complaint. On reviewing some of her older mris, there is one from october of last year that demonstrates a slight disk protrusion on the left foramina zone at 15-s I. There is also bilateral facet hypertrophy at that level. Due to the changed mechanics of her previous fusion, this may have increased the load on this level, producing her new-onset back pain. Additionally, she complains about a pain in her right arm. She believes it is a tom muscle but also notes that she has had numbness and tingling in both hands for some time for a number of years; she is unable to be more specific. On (B)(6) 2011 at pain clinic diffuse joint pain, neck and shoulder pain, rheumatoid arthritis and moderate-to-high dose narcotic regimen. Impression: rheumatoid arthritis. Right shoulder pain and arthritis due to significant degenerative changes and planning surgery in the next month or so with dr. Kuhlman. High-dose narcotic regimen in the form of exalgo 8 mg twice a day. Lumbar post-laminectomy syndrome. Lumbar degenerative disk disease with radiculopathy. On (B)(6) 2012 she believes her back is improved. She continues to have radicular symptoms of a burning nature down her right lower extremity, primarily in her heel. Imaging studies pa and lateral of her thoracolumbar spine that show the hardware to be in place and intact with what appears to be a solid fusion. The CT scan shows an evolving fusion of the previous surgical levels as well as a solid fusion the earlier surgeries. The foramina are widely patent. Essentially, there are no pathological findings on the CT scan. On (B)(6) 2012 the subject right greater than left shoulder pain. She has had difficulties. She had x-rays which show bone-on-bone for both of her shoulders, a high-riding humeral head and, indeed, she has essentially no cartilage left and has significant bilateral subchondral cyst formation as well. On (B)(6) 2012 follow up visit (B)(6) is seen in follow up today after last being seen in june. Since that time, she has undergone pain management. In addition, on (B)(6) 2012, she underwent a total shoulder arthroplasty and was recovering but had apparently what sounds like a rocky course and wound up in rehab roughly 6-plus weeks. She notes that she had a fall while at rehab on (B)(6) 2012. She has had increased pain in her tailbone area as well as in the area at the upper end of her lumbar surgery since the fall. She states that this seems to be somewhat better than it was originally but it continues to bother her to a mild degree, particularly the upper pain that she states is largely gone. An office visit on 04/09/13 with a complaint of low back pain with left greater than right lower extremity pain and some foot numbness and tingling that is increased when she stands as well as walks. She has numbness and tingling in her left lower extremity while sitting, increased symptoms and pain while rising from a seated position. The MRI shows facet hypertrophy at l3-4 with right neural foraminal narrowing but no stenosis, l4-5 again with facet hypertrophy, possibly some bilateral neural foramina] stenosis but borderline. On 06/18 13 an office visit noted an MRI was obtained that showed she had some very mild borderline stenosis at l4-5 and degenerative disk disease at l5-sl. However, she has had a significant number of her lumbar fused to this point, and it is unlikely that this is the source of her problem. She is also very positive for s1 joint provocative maneuvers. Lumber/cervical epidermals on (B)(6) 2003, (B)(6) 2006, (B)(6) 2007, (B)(6) 2009, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.